Manufacturer narrative:
The technician found the hi/low drive brake was worn. He replaced the hi/low drive brake assembly to repair the bed.

Event description:
Info received indicates the bed is drifting down slowly.